Manufacturer narrative:
H3: product analysis; the device was placed in a small resealable bag and returned in a plastic sleeve. The service and report (403821023) confirmed the customer¿s reason for return and noted that there was a piece of bur stuck in attachment. Upon return, the device was broken, and it was broken 1.94 inches from the end of the shank to the broken point. The device looked worn out when returned. There were traces of brown residue observed on the shaft and the shank. The functional testing could not be performed due to broken condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operation, a piece of bur within the introducer. There is no patient involved in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.